Manufacturer narrative:
4470 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. A follow up with the patient¿s healthcare provider yielded that the physician is aware of the alert and continues to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.